Event description:
The device was used during an esophagectomy procedure. Reportedly, the anchor bloke broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/18/1998-supplemental report sent to FDA.